Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that they were taken to emergency room due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was over 600 mg/dl at the time of hospitalization. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated with intravenous insulin. Customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.